Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was pacing on premature ventricular contractions (pvc). It was noted that the rv lead was undersensing the pvc¿s. The rv lead remains in use. No patient complications have been reported as a result of this event.